Event description:
It was reported that the 9800 system would not save cine images correctly. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The hard drive was replaced during the svc call. The system was tested, and found to be working as intended, and put back into service.